Event description:
Account reports one incident in which during administration of pre-filled epinephrine syringe with an attached 22 gauge needle, the injection site separated during removal. The pt was receiving als, (advanced life support), however, no negative outcome to pt. "Patient ok".